Manufacturer narrative:
All operating currents were within specification. No unexpected failed battery test alarm was noted. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump functioned properly. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were scratches on the screen. The customer also reported that the down arrow button was worn out but it was working. The customer reported that the battery compartment was cracked. The customer also mentioned that they had a failed battery test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they have difficulty reading the screen. The customer declined to troubleshoot for failed battery test alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.